Event description:
It customer reported electrical discharges and associated temporary image loss. The customer likely experienced arcing that resulted in intermittent loss of a live image or video. This is a reportable event. There is no report of pt injury or death associated with the event.

Manufacturer narrative:
A ge rep evaluated the sys but no conclusion can be drawn as further repair info is not available.